Event description:
It was reported from the field that during an elective ICD change out, noise was observed on the rv lead. Lead integrity was suspected. The rv lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.